Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the sureform 60 reload or instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review cannot be performed as the specific event date and system details were not provided. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient had intra-abdominal bleeding. The bleeding occurred when the patient woke up from anesthesia and the patient's blood pressure was high. The patient was transfused with 2 units of packed red blood cells and required monitoring for over 24 hours. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the event against the blue sureform 60 reload. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. Date of event was unknown. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy procedure, the patient had intra-abdominal bleeding. The bleeding occurred when the patient woke up from anesthesia and the patient's blood pressure was high. The patient was transfused with 2 units of packed red blood cells and required monitoring for over 24 hours. The patient was stable and subsequently discharged home. The patient did not require any additional surgical intervention. Follow up was made and the patient was reported to be stable without complications. The surgeon reported that blue and green sureform 60 reloads were used for the case and reported that there were system reload recognition issues during the procedure. The recognition issue was addressed by reseating the sureform 60 stapler instrument to the arm. A drape issue was ruled out. After troubleshooting steps were performed, the surgeon was able to continue and finish the procedure as planned. The surgeon reported that he could not confirm if the bleeding was related to the stapler loading or recognition issue as the staples were deployed as intended and before closure, he made sure that there was no bleeding or leaks on the target tissue.